Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The implantable cardioverter defibrillator (ICD) was returned for analysis. Rapid battery depletion was due to excess high voltage (hv) charges. The cause of the excess hv charges could not be verified due to there were no electrograms (egm) data available in the device image. The device was analyzed in the lab and telemetry, impedance, sensing, pacing, and hv output functions were tested and found to be normal.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) was exhibiting premature battery depletion. The ICD was explanted, and new ICD was implanted. The patient was in stable conition.